Event description:
It was reported that while removing the broach, the male junction fractured off. There was no patient injury as a result of the malfunction. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). Device initially reported under incorrect MFR #0001825034-2025-00128. H6: proposed component code: mechanical (g04) - rasp. Visual examination of the returned product identified flat surface around the etch shows indentations and gouge damage from previous uses. Post is confirmed fractured from the broach and post was not returned for review. No other damage is noted. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.